Event description:
Caller states the patient tested 5.4 inr on the coaguchek system and 3.7 inr on a comparison lab. Coumadin held for 1 day, no adverse event reported. Requested return of suspect system and replacement was sent.